Event description:
It was reported that the user experienced high glucose readings after starting a new dexcom g7 continuous glucose monitor (cgm) sensor and inadvertently selecting the wrong cgm type in the ilet bionic pancreas, which resulted in no cgm data until the sensor type was corrected to dexcom g7; subsequent fingerstick values peaked at 541 mg/dl with moderate ketones after which the user changed out the infusion set and insulin delivery resumed. Symptoms included hyperglycemia, moderate ketones, and dizziness. Outcomes included no lasting health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure when pairing the cgm type, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.